Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 16-april-2024, it was reported by the patient for the infusion set leakage from tube. Patient was sleeping at the time of incident and the current blood glucose was 71 mg/dl. For the treatment of high blood glucose manual injection/ insulin pen was used. The infusion set was in since last one day. No further information was available